Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had an optical sensor failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) reported that they were able to confirm the failure. The fse cleaned the sensors and reset all board connections. The unit passed all functional and safety tests and was returned to customer in good working condition.

Event description:
N/a.